Event description:
In preparation for a renal cryoablation procedure, the system and needles were tested with no issues reported. During the treatment, the needle shaft of an icerod cx 90 degree needle froze. The needle was moved to a different channel with the same results. A new needle was tested and used to complete the procedure. The needle will be returned to galil for investigation. The patient was under anesthesia at the time of the issue.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were not found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. There was no injury to the patient.

Event description:
In preparation for a renal cryoablation procedure, the system and needles were tested with no issues reported. During the treatment, the needle shaft of an icerod cx 90 degree needle froze. The needle was moved to a different channel with the same results. A new needle was tested and used to complete the procedure. The needle will be returned to galil for investigation. The patient was under anesthesia at the time of the issue.